Manufacturer narrative:
The device was received for evaluation. During functional testing, the keypad not working did not occur. All keys functioned as intended and that the keypad was found indented . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The indented keypad will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump keypad would not work during unspecified process step. There was no patient involvement. No additional information is available.